Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number 20730341, expiration date 11/30/2012). Reference medwatch report (B)(6) for the suspect device used in the aviva system.

Event description:
Customer reportedly received result of 126 mg/dl on the aviva system and result of 66 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.